Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable and tandem-provided wall adaptor. Additionally, the customer received a continuous glucose monitor error 42. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer. A new charging cable and adaptor was sent to the customer.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cgm issue was verified, but the ac power charger-not charging and hw: usb cable-not charging issue could not be verified. The information will be used for tracking and trending purposes.